Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Advised the customer that the x-ray head cable needs replacing. Customer is not sure if they want repair performed. They will call again if they want system repaired. No add'l info at this time. If additional info is received it will be reported as required.

Event description:
It was reported that the image on the stenoscop system is grainy when going from the ap tc lateral position. There was no report of pt injury.